Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: that two cannulated screws broke inside the bone of the patient. The two screws were inserted on the inferior extremity of the left humerus. During the final locking, the two screws broke on the first level of the screw thread which is the nearest screw head. Change of the osteosynthesis material but it wasn't possible to remove the two screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record review was performed for the subject device: part: 214.764. Lot: 8125872. Manufacturing site: grenchen. Release to warehouse date: 18. Oct. 2012. The device history record shows this lot of 14 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate (B)(4) was reviewed and confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: investigation site: (B)(6). Selected flow: broken . Visual investigation: the received broken off screw head portion length measures 7.9 mm. The breakage occurred at the thread run-out close to the transition between the threaded shaft and the screw head. The broken off threaded shaft with a length off approximately 56.1 mm is missing. The received condition agrees with the complaint description. Dimensional inspection: because of the existing damage and the missing threaded shaft portion not all complaint relevant dimensions could be measured. All possible tested dimensions correspond to the specifications: screw bore measured with caliper 3-01-17584 . Referenced drawing (B)(4). Target dimension: 1.70 +0.1/0 mm. Actual dimension 1.72 mm / pass. Transition between the threaded shaft and the screw head measured with caliper 3-01-17584 . Referenced drawing (B)(4). Target dimension: 3.60 +/-0.05 mm . Actual dimension 3.64 mm / pass. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage at the device, therefore no drawing/specification review is needed. Material review: the raw material certificate (B)(4) was reviewed and confirmed to be correct per the specification with no non-conformance noted. Conclusion: the screw is broken in half as per event description, the complaint therefore is confirmed. A manufacturing conclusion cannot be presented due to the condition of the product and the missing broken off threaded shaft. The DHR review shows that the implant met the specifications at the time of manufacturing and distributing. We are not able to determine the root cause for this complaint but we suppose that a mechanical overloading situation led to the breakage. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the incident occurred during the implantation procedure on (B)(6) 2018.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.